Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on investigation, the pump powered on normally and displayed the verify screen per normal operation. The display screen was found to be dim and discolored with faded text. This display screen failure is due to accelerated aging of the organic material used by the old display manufacturer. Organic material aging is the result of the cumulative effects from time, temperature and moisture. Root cause has been determined to be materials since these failure modes can be reduced and/or eliminated by manufacturing a new old display using an improved organic material. Old improvements have been prototyped and tested to ensure corrective action(s) are a viable solution.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the display was dim/faded/discolored. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.